Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope a defect of the bending section and insertion tube. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive peeling around the objective lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the adhesive around the objective lens was peeled. In addition to the reportable malfunction, the following were noted: the bending section cover adhesive had a chip; due to a dent on the distal end, water tightness was lost; the bending section cover had a scratch; the video connector was deformed; the due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that one of the following led to the malfunction: stress of repeated use, external factors, or handling. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection, 3.3 inspection of the endoscope "inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor the field performance of this device.